Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Reviews of the complaint history, device history record, drawing, manufacturer¿s instructions, quality control, specifications, and a functional test & visual inspection of the returned device were conducted during the investigation. The visual inspection of the returned package confirmed that one ptws-2fll-mll-r was returned for investigation. The contrast used in the procedure was still present on the device. During the functional test, the device was leak tested using two 20cc syringes and a leak from a crack on the body of the stopcock was noted between the bottom hex nut and the middle arm. Additionally, a document based investigation evaluation was performed. There is no evidence to suggest the product was not made to specifications. A review of the device history record showed no nonconforming events which could contribute to this failure mode. It should be noted that there were two other complaints on this lot, but neither of those are related to this failure mode. Furthermore, reviews of the manufacturer¿s instructions, drawings, specifications, and quality control procedures were conducted, and no gaps were discovered. Through these reviews, cook has confirmed that appropriate measures are in place to identify this failure mode prior to distribution. It should however be noted that the product labeling does not specifically speak to this failure mode. Based on the information provided and the examination of the returned product, investigation has concluded that this event can be traced to the design of the device and it being inadequate for the purpose. Measures are being conducted to address this failure mode. We will continue our monitoring of similar complaints and have notified the appropriate personnel of this event. Per the quality engineering risk assessment no further action is required. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
(B)(6). PMA/510(k) number = exempt. This report includes information known at this time. A follow-up report will be submitted at the conclusion of the investigation or, when additional relevant information becomes available.

Event description:
It was reported, a male patient of unknown age was undergoing an unspecified procedure using a three-way plastic stopcock. During mixing of lipiodol and chemotherapy drugs, the complaint device leaked. According to the initial reporter, the patient did not experience any adverse effects nor require any additional procedure as a result of this occurrence.